Event description:
Procedure type: lobectomy. According to the reporter: both bags tore upon deployment. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No device fragment fell into the patient's cavity.

Manufacturer narrative:
(B)(4).